Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence robotic drill worked all the way through burr all technique until the posterior condyle milling clearance, the burr stopped spinning. Kpc test shows the bur is held in place but did not spin. Retracts and advances in and out of the cori drill. Passed 3 separate kpc test all the time despite burr not spinning. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A kpc test was performed were the handpiece was able to load a attachment and bur but did not spin. The drill was opened for further investigation. The extension shaft is broken. The extension shaft was replaced with a new one from stock and a kpc test was performed were the handpiece passed all tests. A test case was performed and could be completed without any failures occurring. Both mdu´s passed the hipot tests. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken extension shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).